Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump alarmed no disposable pump won't run. It is unknown if there was air in the line. The patient was not affected. The reservoir volume was 85.8, rate 2, given 6.2. There was no patient injury.